Manufacturer narrative:
(B)(4). The pump was received with a broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. The test reservoir does not lock in place and unable to perform the displacement test or verify excessive no delivery alarm due to the missing retainer and broken reservoir tube lip. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump has loss of communication or blood glucose not received with no calibration error alarm. Customer reported that they had snapped tubing in half. The issue was resolved by changing the infusion set. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.